Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported sepsis, multiorgan failure, and subsequent patient outcome as well as a direct correlation with the device could not be determined through this evaluation. The heartmate 3 lvas IFU lists death, sepsis, and various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU and the heartmate 3 lvas patient handbook both outline care instructions for preventing infection. This IFU lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 19feb2020 under order (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired in a rehabilitation facility. The cause of death was sirs (systemic inflammation response syndrome) and the subsequent multi-organ failure. Treatment was unknown. There were symptoms of high fever, metabolic disorder, cardiac arrhythmia. There was no driveline infection. Sepsis was not device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported sepsis, multiorgan failure, and subsequent patient outcome as well as a direct correlation with the device could not be determined through this evaluation. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 19feb2020. The heartmate 3 lvas IFU lists death, sepsis, and various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU and the heartmate 3 lvas patient handbook both outline care instructions for preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed

Event description:
It was reported that the patient passed away due to sepsis; multi organ failure. It was reported the device operated as intended. No autopsy was performed and the device was not explanted. The device will not be returned for evaluation.